Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because a used device was returned.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the sticker plaster is defective. Caller reported that cannula unstuck. No adverse event reported. Requested return of the alleged device for evaluation.